Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's connector that plugs into it fits loosely in the ventilator and fell out. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: seven samples were received for evaluation. It is consist of endotracheal tube and all the samples were received sealed inside its p ouch. The product was used for treatment. The complaint mode was not confirmed. A visual inspection was performed and it was observed that all the components are assembled properly at the tubes. All samples were subjected to mechanical evaluation and it was observed that all samples are within approval range. The received products met specifications. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.